Event description:
It was reported when using the bd syringe 10ml ls 22ga 1-1/4in (B)(4) the tip/luer of syringe was deformed. The following information was provided by the initial reporter. The customer stated: there was "deformation of the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 10ml ls 22ga 1-1/4in tw the tip/luer of syringe was deformed. The following information was provided by the initial reporter. The customer stated: there was "deformation of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/8/2021. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photos, the barrel tip was observed to be bent. From the sample, the barrel tip and needle were observed to bent. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different sections of the machine and matched a potential area which could lead to the barrel tip and needle to be bent. The nonconformance could have occurred during the transition to the conveyor after the syringe needle assembly process. The probable root cause could be due to the syringe assembled needle being stuck in between the conveyor gap during the unloading station. This caused the needle pressing against the barrel tip and resulted in the barrel tip and needle to be bent.